Event description:
Hill-rom has been made aware of a pt death that occurred on the clinitron at-home air fluidized therapy unit due to a fire in bed. The unit is not available for engineering analysis at this time, and a follow up report will be submitted with additional information once this analysis is complete.